Manufacturer narrative:
(Conclusions) - the investigation determined that the x-ray system operated outside the manufacturer's specified temperature range. The user had set the temperature of the room too high, causing system failure. It is the responsibility of the user to maintain the system environment as specified by the manufacturer.

Event description:
Customer reported that during a case, the x-ray system stopped functioning.